Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range right atrial (ra) pace impedance measurements, measuring greater than 2000 ohms. Subsequently, during routine generator change, the physician opted to surgically abandon and replace the ra lead. The ra lead was successfully replaced. The crt-d was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Code 3191 was used to capture the additional surgical intervention the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the high out of range pace impedance measurements.

Event description:
This supplemental report is being filed as the device evaluation was completed.